Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a feeding tube replacement procedure on (B)(6) 2019. According to the complainant, on (B)(6) 2019, the internal bolster detached and fell into the stomach of the patient. Reportedly, the detached portion was retrieved via endoscope. The procedure was completed with a new endovive low profile replacement button. There were no patient complications reported due to this event.

Manufacturer narrative:
Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h6 (evaluation conclusion codes): visual examination of the returned device revealed that the body of the button was broken approximately at 2cm from the dome. Additionally, the broken area is irregular and no foreign materials, air bubbles, voids were identified in the broken area indicating the material was formed properly. The complaint was consistent with the reported event of internal bolster detached. The issue occurred post procedure and the device got damage within 2 months after installation, this indicates that the device was received by the customer in good conditions and it worked as intended during some time, it is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Therefore, the complaint investigation conclusion code selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a feeding tube replacement procedure on (B)(6) 2019. According to the complainant, on (B)(6) 2019, the internal bolster detached and fell into the stomach of the patient. Reportedly, the detached portion was retrieved via endoscope. The procedure was completed with a new endovive low profile replacement button. There were no patient complications reported due to this event.